Event description:
It was reported to philips that the system was unable to start up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. A philps remote service engineer (rse) connected with the customer remotely and confirmed the reported issue. The rse worked with the hospital biomed and identified that the 1-phase uninterruptible power supply (ups) was defective. To resolve the issue, the hospital biomed bypassed the 1-phase ups. The system was returned to use in good working order and ready for clinical use. Philips had initiated an investigation on 1-phase ups. The investigation has been completed and as a result philips initiated medical device correction (z-2502-2025). The codes were updated based on the investigation outcome.